Event description:
The customer reported that the system would display a pre-charge error message and would not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replace the battery pack. The system was tested and found to be working as intended and put back in service.